Event description:
Patient had an MRI on his left leg. The body coil was used for this procedure. The patient was properly oriented and padded to avoid contact with the magnet bore wall. When the patient arrived home he noticed two red raised areas (one on his left heel and one on his right wrist). He called the next day to report it to MRI and during the call he noticed the red areas had almost disappeared.